Event description:
It was reported that the bd alaris smartsite bag access device had leakage. The following information was provided by the initial reporter: we¿ve been having some issues with several of the bd needleless couplers (smartsite bag access device) leaking. The leaks have all been from the same lot and have occurred in the same place.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that having some issues with several of the bd needleless couplers (smartsite bag access device) leaking. One photo was received for quality evaluation. Inspection of the photo indicates that the infused fluid is leaking past the luer collar. The customer complaint of leakage was confirmed. Due to the physical sample not being available a root cause for the failure could not be determined. A device history record review for model 22300e-0500, lot number 24115139 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.